Event description:
The catheter separated from the hub during removal.

Manufacturer narrative:
The sample was received on 12/18/2008, and is currently being decontaminated. Upon decontamination, a supplemental report will be submitted. (B) (4)